Event description:
As reported: "it occurred during a scheduled surgical procedure for the extraction of an implanted device in the femur, sequestrectomy, drainage, and debridement of the open left femur, which could not be continued due to damage to the osteosynthesis instrument provided by your company." Due to instrument failure, the nail could not be removed and a new surgery is planned.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "it occurred during a scheduled surgical procedure for the extraction of an implanted device in the femur, sequestrectomy, drainage, and debridement of the open left femur, which could not be continued due to damage to the osteosynthesis instrument provided by your company." Due to instrument failure, the nail could not be removed and a new surgery is planned.